Manufacturer narrative:
The pump was received with blank display due to moisture damage on the electronic stack. The pump had moisture damage on the motor. The pump was unable to perform self- test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. The pump was unable to confirm motor error alarm due to blank display. The pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that he pump alarmed for motor error alarm. No further information provided.